Event description:
Caller reported the customer has symptoms of hyperglycemia with a mobile blood glucose value of 594 mg/dl. She took an unspecified amount of apidra that was supplemental to that programmed by her insulin pump. Same system retest results were: 3:27 pm: 140 mg/dl 3:28 pm: 290 mg/dl 3:36 pm: 126 mg/dl 3:36 pm: 119 mg/dl 3:38 pm: 82 mg/dl she was admitted to a hospital, where a result at an unspecified time was 51 mg/dl on the hospital system. She was given food and recovered. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).